Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in 2009 in the pt's right (od) eye. The lens was explanted at about 9 days later, due to excessive vaulting. Subsequently, the pt experienced narrowing of the angle and shallowing of the anterior chamber. The lens was exchanged for a shorter lens.